Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the max zero cap leaked between the il tubing and the y-site while on a patient. The cap was changed with no further issues. There was no patient harm.

Event description:
The customer reported that the maxzero cap leaked between the il tubing and the y-site while on a patient. The cap was changed with no further issues. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak from the maxzero was not confirmed. Visual inspection, functional testing, and pressure testing replicated no leaks with the returned maxzero. The root cause of the customers report could not be identified.

Manufacturer narrative:
This occurred in the neonatal intensive care unit.

Event description:
The customer reported that the maxzero cap leaked between the il tubing and the y-site while on a patient in nicu. The cap was changed with no further issues. There was no patient harm.